Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change was performed prior to the occlusion alarm. Customer's blood glucose level was 78 mg/dl. A system check was performed and the pump performed as intended.